Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT carried out 8 years later showed the graft was not apposed on the posterior aspect at the level of the top of the graft and angulated angiography showed a type ia endoleak. The bifurcated stent graft was fully expanded and sealed on the anterior surface, but not the posterior surface. The aorta was measuring 30mm at the level of the posterior graft marker. A 32mm cuff (etcf3232c49e) was implanted up to the level of the right renal artery gaining approximately 6mm of graft above the bifurcated stent graft on the posterior aspect. Eight endoanchors were then implanted, mainly on the posterior lateral side. After ballooning, the angiography showed a persistent type ia endoleak with much diminished rate of flow. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is being monitored.